Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) when batteries were received, that were purchased for the unit, one of the batteries was broken and seemed to have been severely impacted. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit at this time, because the dealer has not requested for getinge to evaluate the iabp unit involved in this event but the fse did replace the battery. The product has been reviewed and returned to the customer, and the device is working fine. H3 other text : device not returned to manufacturer.